Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 29-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 500 mcg/ml at 60 mcg/24 via an implanted pump. It was reported that the patient had a pump that was flipping due to weight loss. The pump flipping in pocket migrated catheter to l1 away from implant target of t7. Catheter was replaced and a new pocket was created. The patient had pain at pocket site and a loss of therapy. The issue resolved at the time of this report.